Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she thinks her managing hcp (healthcare provider) is going to shut the interstim off for a while because it was giving her problems and the patient was supposed to go back to managing hcp but missed an appointment. The patient fell and for some reason she was getting right side running down her leg and sometimes it was difficult to defecate but it helps her to empty her bladder. The patient was in a really bad car accident and was hit by a vehicle and the air bags hit her in the face and caused problems with vertebrae in her neck. The patient has been hesitant to let her doctors know. The patient reported her stool had blood in it. The patient did not provide an event date when asked. On (B)(6) 2016 - clarification to symptoms running down the leg - the patient reported she had pain running down her right leg. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim and fecal incontinence. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the health care professional (hcp) reported that the procedure on (B)(6) 2014 was cancelled to have the device removed. The patient presented to the clinic on (B)(6) 2014. She had taken a fall on (B)(6) 2014. The patient was in the shower holding onto a rail that broke and she landed on her buttocks. The patient was concerned because she recently had the device implanted. There was an x-ray of their lumbar spine on (B)(6) 2014, which revealed degenerative disc disease at l4-l5 and l5-s1 with facet joint arthritis. No fracture or spondylolisthesis was seen. The x-ray of the sacrum and coccyx revealed no abnormal angulation of the sacrococcygeal vertebral bodies to suggest fracture. Pre-sacral soft tissues were unremarkable. Discharge diagnosis was contusion of the buttock. On (B)(6) 2014, she was complaining of frequency, enuresis, and had difficulty urinating. There was leakage with coughing. Also, the patient complained of rectal bleeding. She noticed blood on the tissue after she had a bowel movement. This occurred prior to her recent falls. There was a history of constipation, abdominal pain, and nausea. The patient was positive for back pain, arthralgia, and gait problem. The surgical incision was healed on the right buttock. No bleeding or discharge was noted, no erythema or edema, and no bruising noted. The device was found to be off at the appointment on (B)(6) 2014. The hcp turned it on and impedance was normal. Capacity was 91-100 and longevity was 98-100. The hcp contacted the manufacturer representative (rep) regarding the need for rep rogramming. The rep felt that this would be unnecessary. The hcp would have the patient follow-up on (B)(6) 2014 when the rep would be in the clinic. They would like for the rep to check the programs. The hcp sent a referral to gastroenterology for evaluation of the rectal bleeding. The patient had another office visit on (B)(6) 2014 where a pulmonary vascular resistance (pvr) by ultrasound showed a residual of 217 cc. She was going to follow-up on (B)(6) 2014, however, the patient cancelled and the appointment was moved to (B)(6) 2014. The patient complained of urgency, frequency, vaginal pain, and pelvic pain. The patient denied dysuria, gross hematuria, flank pain, or difficulty urinating. Intermittent self-catheterization had been posed to her as a treatment option in the past but she refused to learn to self-cath. She was not willing to perform intermittent self-catheterization. The patient had an appointment with gastroenterology on the morning of (B)(6) 2014 for evaluation of rectal bleeding. They were positive for wheezing, constipation, joint swelling, tremors, and light-headedness. Also, the patient was nervous/anxious. The device was turned on. Impedance was within normal limits. Capacity was 75-98 and longevity was 75-97. The device reprogramming included: program 1 changed to -0,-1. Program 2 changed to -1,-2, case +. Program 4 changed to -3,+0. She felt rectal and vaginal stimulation on all. A urine culture and urine cytology was ordered on (B)(6) 2014. The patient presented to the clinic again on (B)(6) 2014. The patient had a complaint of a possible urinary tract infection (uti). She had dysuria, urgency, frequency, and lower back pain. The patient denied fever, flank pain, gross hematuria, or vomiting. She had nocturia x2-3. The patient stated that someone recently "jumped" and "assaulted" her and wanted to make sure the device was functioning properly. They were positive for chills, dysuria, urgency, back pain, and frequency. The patient was negative for joint swelling and neck pain. The patient was not nervous/anxious. The device was turned on. Capacity was 87-100 and longevity was 50-58 months. Amplitude was set at 2.1 volts. Program 3 was active (-3,-2,+0). There was acute cystitis with hematuria. There was a urine culture ordered and the patient was prescribed macrobid twice daily for 10 days. They encourage the patient to increase water intake. The patient requested to decrease the amplitude on the device. It was decreased to 1.7 volts and this was comfortable for the patient. The patient was diagnosed with acute cystitis with hematuria and a uti. The patient had another office visit on (B)(6) 2015. She mentioned that she would like to consider having the device removed as she had experienced right-sided low back pain that radiated to her hip and buttock. She requested pain medication. The patient was positive for back pain. She was negative for dysuria, urgency, frequency, hematuria, flank pain, decreased urine volume, enuresis, difficulty urinating, and genital sores. Also, she was negative for joint swelling. The patient was mildly tachycardic. The patient was diagnosed with right-sided low back pain with right-sided sciatica. Their urine did not appear to be infected on (B)(6) 2015. The hcp suspected that the patient's pain was not related to the device. The patient presented to the hcp office again on (B)(6) 2015. She was following up for neurogenic bladder and urge incontinence. The stimulation was comfortable. She had complaints of dysuria, frequency, and low back pain. Also, the patient had dizziness and a headache. She was seen at the emergency department earlier on (B)(6) 2015 for right leg pain. There was nocturia x4-5. The patient had dysuria, frequency, and difficulty urinating (starting flow). Also, they had pyuria. A urine culture was ordered on (B)(6) 2015. The urine did not appear to be infected. They were prescribed macrobid. It was also noted that the patient had an elevated blood pressure. The patient had another office visit on (B)(6) 2015. The patient had a complaint of a possible uti. She was actually seen in the emergency department on (B)(6) 2015 and was diagnosed with a uti. Augmentin was prescribed. She never filled the prescription and was later prescribed keflex, which she also failed to pick up. She wanted the implant removed and though that it was causing her to have utis. The patient also had intermittent pain in the buttock. Of note, the urine culture on (B)(6) 2015 did not grow. She was negative for dysuria, urgency, frequency, hematuria, flank pain, decreased urine volume, enuresis, difficulty urinating, and genital sores. The patient was positive for back pain and joint swelling. Also, she had dizziness and headaches. The device was found to be on. Impedance was normal on all. Capacity was 34-65% and longevity was 22-41. Program 7 was active (-3,-2,+0). The hcp decreased amplitude to 1 volt and the patient reported that stimulation was comfortable. The incision site was without erythema or edema. The incision was well-healed without drainage. The patient had pyuria and a microscopic hematuria. A urine culture and urine cytology were ordered on (B)(6) 2015. The device was analyzed and impedance was normal. The patient was encouraged to fill the keflex prescription and was also prescribed diflucan, as the urinalysis showed a few budding yeast. The device was helping her to empty her bladder more efficiently, which should actually prevent utis. The patient decided to hold off on proceeding with the device removal at this time. The patient had another office visit on (B)(6) 2015. The patient had desires to have the device removed. She thought that the device was causing muscle spasms in her legs. She then voiced that she had been off of medication for spasms. There was noctura x2. She was negative for dysuria, urgency, frequency, hematuria, flank pain, decreased urine volume, enuresis, difficulty urinating, and genital sores. Also, she was negative for back pain and joint swelling. The hcp did not suspect that the device was causing muscle spasms. The hcp offered to turn the device off and the patient declined. The patient was reminded that device removal may commit the patient to self-catheterization. She again decided to not proceed with the device removal and was not willing to self-catheterization.